Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during setting for blood vessels resection on a laparoscopic lobectomy, the reload was attached, when the nurse was checking opening/closing, the jaws of reload were able to be closed, but it became unable to be opened and operation could not be performed. It was also reported that there was no error display on the power handle. Another power shell, handle and reload were able to be used without problems. There was no patient injury.